Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt reported that his vibrant soundbridge implant worked well until 2011. Sometime in 2012 it started to become unreliable and now is not responding at all.

Manufacturer narrative:
Add'l info: currently available info indicates a possible fmt placement issue. However to determine an exact root cause a device investigation of the explanted device is necessary. At this time the pt has not made any further contact with the clinic and does not wish at this time to undergo further surgery. The complaint has been closed for now. It will be reopened once the pt makes a decision to undergo surgery and the surgery has taken place.

Event description:
The pt reported that his vibrant soundbridge implant worked well until 2011. Sometime in 2012 it started to become unreliable and now is not responding at all.

Manufacturer narrative:
Add'l info: currently available info indicates a possible fmt placement issue. However to determine an exact root cause a device investigation of the explanted device is necessary. No add'l info has been received with regards to a potential date for revision surgery. The complaint has been closed for now. It will be reopened and further investigated as and when the pt undergoes surgery.

Event description:
The pt reported that his vibrant soundbridge implant worked well until 2011. Sometime in 2012 it started to become unreliable and now is not responding at all. A CT scan suggested that the fmt does not have proper positioning. Pt and surgeon are to discuss options for possible repositioning or cochlea implant surgery.